Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device catalog #: 320136. D4: medical device lot #: 0245193. D4: medical device expiration date: 31-aug-2025. H4: device manufacture date: 01-sep-2020. D10: device available for eval yes, d10: returned to manufacturer on: 03-oct-2023. Investigation summary: sixty nine sealed and five open 32 g x 4 mm pen needle samples and four photos were returned from lot. No. 0245193 cat. No. 320136. A functionally test was carried out on the five open samples and twenty five sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the needle could not be removed properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle failure. After using the product (320136), when recapping and removing the needle from the pen, it spun around and could not be removed.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the needle could not be removed properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle failure. After using the product (320136), when recapping and removing the needle from the pen, it spun around and could not be removed.